Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate plus profile 600cc saline prosthesis was lacking identifying markings preoperatively, and was not implanted on the patient. No patient contact reported.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: in the initial report, it was incorrectly reported in the type of reportable event is serious injury. This event was a malfunction. Manufacturer¿s reference number: (B)(4).